Event description:
A consumer reported that the sister was operated on and deep brain stimulation did not work at all. The consumer stated the situation was very sad and they guaranteed progression (improvements in motion), but "no calls or anything are answered." No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.